Event description:
Reporter stated that he has used product from 3 boxes (4 injections per box) of this product since (B)(6) 2024 and has not had a problem until on or about (B)(6) 2024, when he opened a new box and took the safety cap off of the 1st injection, as usual. When he took the safety cap off, the drug immediately sprayed out all over the room. He had to use the 2nd injection, which he didn¿t have a problem with. There was no illness nor injury reported. Reference report: mw5155507.